Event description:
During implant, oversensing was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood and tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.